Manufacturer narrative:
At this time, the product remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had observations of low out of range pacing impedances. The lead was surgically capped and replaced. No additional adverse patient effects were reported.